Event description:
A 3d film reconstruction shows a short or nonexistent aneurysm neck and possible beginning of suprarenal stent separation of the graft body. The combination of the short neck, nearly non-existent neck and angulation places the supra renal attachment sutures under high stress. Patient anatomy contributed to event. A recent scan shows suprarenal stent detachment, graft body migration and large endoleak. Patient anatomy contributed to event.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an 8.5 cm in diameter abdominal aortic aneurysm approximately 32 months ago. Vessel morphology was reported as the aortic neck is angulated and short. The iliac artery has moderate tortuosity with little calcification. It was discovered that the endurant bifurcated stent graft had separation of the top bare stent fr om the stent graft body. The body of the stent graft has migrated into the aneurysm. The bare stent is still attached to the aortic wall at the level of the renal arteries. The aneurysm is increasing and there is a large endoleak due to the separation. No additional clinical sequelae were reported. Review of returned films from the time of implant show an endurant device. The aortic neck appears angulated and short, and there is acute angulation of the proximal aortic body. Films from 19 months post stent graft implant show that the suprarenal stents are attached to the stent graft and no obvious device issues are seen. Films from 31 months post stent graft implant show that the suprarenal stents have separated from the stent graft fabric; the suprarenal stents appear intact. The bifurcate aortic body is in the aneurysm sac and there is a large proximal type I endoleak.

Manufacturer narrative:
Method: films.

Manufacturer narrative:
Evaluation, method: films evaluation, results: (B)(4) inherent risk of procedure (endoleak, migration), (B)(4) patient's condition affected effectiveness of device (short and angulated aortic neck). Evaluation, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition (short and angulated aortic neck). (B)(4).